Event description:
During a planned, staged high-risk percutaneous coronary intervention (pci), a stent balloon broke off and became caught on the strut of the stent disrupting blood flow to the coronary artery. Attempts to retrieve it were unsuccessful and cv surgery was consulted, but declined to take the patient to the or emergently due to his co-morbidities and being fully anti coagulated. The patient was returned to the cardiovascular intensive care unit (cvicu) in critical condition with an impella in place for support. The wire/device packaging was inadvertently thrown away so we are unable to sequester the product.